Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) read "high" (>27.8 mmol/l,>500 mg/dl) with ketone levels of 7 mmol/l while wearing the pod between 49 and 71 hours. Emergency services were called and the patient was transported to the hospital. The pod was removed from the patient's abdomen and the patient was treated with insulin, fluid infusion, kalium and glucose substitution. The patient was discharged after 5 days. For further treatment, the patient was prescribed kalium pills (2 pills, 3 times per day for 5 days) to be taken at home. The pod was discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.